Event description:
The manufacturer representative reported the patient had no tremor control and a lack of stimulation. Impedance readings were greater than 2000 ohms on all electrodes. X-rays appeared negative for breaks in wire or connections. The ipg and extension was replaced and the patient was programmed with good tremor control. The explanted devices were returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is completed.